Manufacturer narrative:
This incident occurred outside the u.s. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
The pt reported that after changing the infusion set e2 (battery depleted) and e7 (electronic) error was displayed on the infusion device. His blood glucose was elevated to 500 mg/dl. He switched to the backup infusion device. His normal blood glucose level is 180 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.